Event description:
The customer reported a ventilator's liquid crystal diode (lcd) isn't readable when at the dimmest setting. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer (rse) advised the customer that they may need to replace the user interface (ui) assembly and to install the front bezel from the existing ui until the new ui is ordered. The customer reported that they will order the ui assembly. Moreover, further information regarding the repair has been requested from the customer. The customer has informed that they are waiting for parts. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse).